Event description:
This was a lead management case that resulted in an svc tear. An lld was left inside the patient. The IFU ((B)(4)) states: warning: do not abandon a lead in a patient with a lld still in place. Severe vessel or endocardial wall damage may result from the stiffened lead or from fracture or migration of the abandoned lld body." The ep was extracting an mdt 6947 (quattro) that had been fractured, using an lld-ez ((B)(4)62). The ep was lasing with a glidelight 16fr. Six seconds into the second laser train, the ep met some resistance and the abp dropped. At that point, the ep suspected tamponade, called the echo team, and asked for a pericard tray. They withdrew about 400 ml of blood. The ep recognized that more than a tamponade had occurred and called the cv surgeon. The echocardiogram did not show the tear. The patient was transferred to the hybrid or. The chest was opened 30 minutes after the abp drop, and the patient was put on bypass. The svc tear was about 1-1/2 inches long. The patient bled out (cold arrest) and has massive brain damage, is in a coma, and is recovering physically but brain activity is minimal. The capped lead is still in the body with the lld. This MDR report is associated with MDR 1721279-2012-00164.

Manufacturer narrative:
Device not reutned, still inside patient.